Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for bleeding postoperatively due to patient activity. The exact root cause cannot be determined. The likely cause was determined to have been patient activity postoperatively resulting in continued bleeding from the access site. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that they had a late bleed from an angio-seal device. The fellow stated that the patient had been agitated and trying to get out of bed post procedure. The type of procedure performed was a neurovascular angiogram. Additional information was received on 17jan2024: the patient came in for an emergent neurovascular thrombectomy. The right common femoral artery was accessed with an 8 fr sheath. The procedure was a success and the 8fr angio-seal was successfully deployed for closure. Approximately twelve hours after the angiogram, the patient became extremely agitated and began moving their legs and trying to get out of bed. During this time, the patient began bleeding profusely from the arteriotomy site. The nurse held manual pressure for sixteen minutes and then a femostop was put on the patient. When the femostop was removed, there was no hematoma, and the patient showed no signs of a retroperitoneal bleed (remained stable throughout). No additional intervention was needed. The fellow mentioned that when gaining access into the artery, that the artery felt to be "fairly hard", most likely to the moderate atherosclerosis present. A pre-deployment angiogram was performed. Access was in the common femoral artery, the artery was approximately 8mm in diameter, there was moderate atherosclerosis present. Angio-seal was successfully deployed post-procedure and hemostasis was achieved within the procedural suite. The estimated blood loss was less than 250cc. The patient remained stable throughout the procedure.